Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to sepsis. The patient had a sternal and thoracotomy incisions which were infected. No autopsy was performed. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
Manufactures investigation conclusion: the pump was not explanted after the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Infection and death are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2: corrected information. Section g4 for previous report submitted: this section was inadvertently omitted in the previous report. The correct "date received by manufacturer" for the previous report is (B)(6) 2020.